Event description:
It was reported that the patient presented to the hospital for a right ventricular (rv) lead implant procedure on (B)(6) 2022. While attempting to implant the lead, it was noted that the helix failed to extend and stylet could not be advanced for redeployment of the rv lead. After multiple failed attempts, the anomalous lead was removed and replaced without further incident in the same procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events of stylet could not advance and helix mechanism issue were confirmed. As received, a complete lead was returned in one piece for analysis. A stylet could not be fully inserted into the lead due to the inner coil being over-torqued at the connector region consistent with procedural damage. The cause of stylet could not advance was due to the over-torqued inner coil. Visual inspection found the helix to be partially extended and clogged with blood. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. After cutting the lead and cleaning the distal portion of the lead, the helix could be extended and retracted by applying torque directly to the inner coil. The measured full helix extension length was within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood, blood on the inner coil, and over-torque of the inner.